Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that confidence kit, no needles was involved in an event during a viper prime operation. Eight screws were augmented with confidence cement, prepared according to instructions by mixing powder and monomer for one minute and injecting through a cementing needle. After more than ten minutes post-mixing and injection, rods were fixed in the screw heads, but two screws were pulled out of the cement and vertebra. Inspection of the remaining cement revealed it had not hardened as expected within ten minutes; a reference sample not injected hardened only after twenty-five minutes. The pulled-out screw required replacement, resulting in an additional implant and a surgical delay of twenty-five minutes, with increased risk of incorrect placement.